Event description:
It was reported that a table top on the remotely controlled axiom iconos r200 system was damaged during system movement. The user initiated the table movement and it collided with a footstool. The collision caused serious damage to the unit. There were no injuries involved in this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The system will be repaired at the customer site. The facility will be visited by factory experts to further investigate the reported incident. (B)(6).